Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) turned the machine off then restarted therapy. The hp stated they did not disconnect themselves and the hc was in the prime stage. The technical service representative (tsr) advised that when they turned the machine off the therapy was ended. The tsr explained the hp should have disconnected at that time. The tsr advised to disconnect and start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This complaint is for a report of a use error - reuse of single-use product during the initial drain stage, where the home patient stated he had restarted with same supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide instructs the user not to attempt to reuse any disposable supplies. The patient guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused.  A formal review of the product family labeling will be conducted. Should additional relevant information become available, a supplemental report will be submitted.